Event description:
On opening the implant we discovered that the plastic container was deformed and the inner packaging which contained the implant could not be removed by the scrub nurse.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.